Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. A total of 200 retained samples, 100 from each lot number, were visually inspected, and no gel defects or additive abnormalities were discovered. Complaints for sample quality are under statistical control for the month of december 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the lots 4113961 and 4129641, for the indicated failure mode: hemolysis, oil gel globules, and poor barrier separation. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported when using an unspecified number of bd vacutainer® sst¿ ii advance plus blood collection tube there were blood steaks in the gel barrier, hemolysis in the sample serum, and gel globules in the sample serum. There were no health consequences or impacts reported.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot#: 4129641. D4. Unique identifier (UDI) #: (B)(4). D4. Medical device expiration date: 31-oct-2025. H4. Device manufacture date: 08-may-2024. E1 initial reporter facility name: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using an unspecified number of bd vacutainer® sst¿ ii advance plus blood collection tube there were blood steaks in the gel barrier, hemolysis in the sample serum, and gel globules in the sample serum. There were no health consequences or impacts reported.